Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. The device was also received with a scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's sister reported via phone call that the customer notified her that the insulin pump's display went blank while she was on a trip out of the country. Customer's blood glucose value is unknown. Troubleshooting could not be done as she explained that the customer was not present. It was advised to have the customer call. The customer called back later and stated that she had changed the battery multiple times, but the display remained blank. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. She was advised to remove the battery for 10 minutes or 2 hours, clean the battery cap and insert a new battery. The customer's sister called back the next day and stated that the customer was still having issues with the blank display. The insulin pump was replaced and returned for analysis.